Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the coil end appeared broken. Resistance testing found the lead was not electrically continuous. X-rays were performed and confirmed no fractures were present on the inner coil at either the terminal pin or lead tip. However, x-ray confirmed the helix coil was fractured and the tip of the helix was missing.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead became hooked on the tricuspid valve abutment. The physician had verified that the helix was retracted. The lead was able to be removed and a non-boston scientific lead was implanted instead. No additional adverse patient effects were reported.